Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a complete analysis could not be performed due to partial lead returned measuring 13.3 cm from the connector pin. The damage found was sustained during the surgical procedure.

Event description:
The lead was capped due to a rise in impedance.